Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient's right hip was revised due to dislocation. The entire construct was revised (stem, shell, and metal liner were revised to adjust patient's version, there are no allegations against the devices).